Event description:
End user called for assistance using the device. Trouble shooting by phone discovered that the calibration strip was out of range. The device was replaced and the defective one returned for investigation.